Event description:
Cor cutting device was used to harvest bone & cartilage from left knee to be transplanted into osteochondral defect. When harvested core was placed in defect there was no bone graft with the cartilage as it was designed to do.